Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-03703. It was reported that the patient experienced complications during the procedure. A left atrial appendage procedure was to be performed. A 21 mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. The closure device was deployed; however post deployment the patient experienced st elevations and a drop in heart rate. No air was visualized in the sheath, device or heart. The st elevation disappeared shortly after and the heart rate returned to normal; no intervention was required. There were no residual defects to the patient. The closure device was implanted in the laa. No further complications reported.